Manufacturer narrative:
Updated section: g4,g7,h2,h6,h10,h11. H3 correction: device not returned changed to device discarded. B5 correction: summary has been changed. Internal complaint number: 491709. Analysis of production for ship history conducted: (3331/213/67) a lot history record review was completed for lots 25157549, 25157929, and 25158411 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period. Device discarded: (4115/3221/67) the device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. A piece of white material was observed alongside a what was observed to be a metal ruler . Based on the photographic inspection, the reported failure ""particulates; shavings" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh3500, they noticed some plastic shaving after inserting the cutting tool into the cannula. They were able to retrieve it. The case was finished with the same kit and no patient harm was reported. No additional incisions were required and no procedural delay. Photo of plastic shaving were provided.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, they noticed some plastic shaving after inserting the cutting tool into the cannula. They were able to retrieve it. The case was finished with the same kit and no patient harm was reported. No additional incisions were required and no procedural delay.